Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that pacing inhibition was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed an external insulation abrasion exposing the outer coil, located proximal to the middle of the lead, which is consistent with friction to the device can. The cause of the reported event was isolated to the insulation abrasion found on the lead.